Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763 version 2.2.8. The system was not evaluated because the issue was caused by bumping the arm of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an arteriovenous malformation cranial procedure. It was reported the system showed an inaccuracy after incision of approximately one centimeter distal. The surgeon noted the arm was bumped which had caused the reference frame to move. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the procedure was completed by using anatomical landmarks in the patient as their guide. The surgeon noted it was largely an anatomical procedure anyway.